Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from (B)(6) reported that while her daughter was in the school she obtained a low reading with a non-ascensia meter after morning exercise in school gymnastics and was feeling hypoglycemic. The health care professional (hcp) in the school attempted to perform another test with the contour next one meter, however, the meter was not displaying a strip icon. Regardless, the blood was applied to the strip and inserted into the meter port, however, the meter did not give a countdown and no reading could be obtained. The hcp gave juice to the customer and 40 minutes later, she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. During the investigation, the strip icon and countdown appeared on the display, as expected. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.